Manufacturer narrative:
A ge service representative performed an onsite investigation. The video control pcb in the monitor cart was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the image intermittently went snowy, requiring a reboot. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.